Event description:
Information received indicates the head end brake casters are not locking when the brake is set.

Manufacturer narrative:
The technician found the brake linkage broken and installed a brake/steer upgrade kit to repair the stretcher.